Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01223.

Event description:
The patient was undergoing coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, while attempting to advance two smart coils through a non-penumbra microcatheter, the physician did not any mention resistance; however, the smart coils would only advance about an inch through the microcatheter before becoming stuck. Therefore, the smart coils were removed and the procedure was successfully completed using additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report: 1. Date received by manufacturer. This report is associated with MFR report number: 3005168196-2017-01223.

Manufacturer narrative:
The embolization coil of the penumbra smart coil (smart coil) was intact and displayed some minor offset coil winds. The pusher assembly was bent approximately 4.0 cm from the proximal end of the pusher assembly. Evaluation of the returned smart coils revealed that they were able to be advanced through the length of a demonstration microcatheter without issue. Further evaluation revealed a minor bend on the proximal end of the first smart coil¿s pusher assembly and minor offset coil winds on its embolization coil. The root cause of these minor defects could not be determined. The devices were deemed functional. The non-penumbra catheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.